Event description:
Reportable based on analysis completed (B)(6) 2011.it was reported that during kissing bifurcation procedure, the device did not enter into an introducer sheath.the 7.0x30x75cm express vascular ld stent delivery system was selected for the procedure. The express vascular ld device did not enter into the 10cm 6f non-bsc introducer sheath. The procedure was completed with another unknown device. No patient complications were reported and the patient's status is fine.however, returned device analysis revealed that the stent moved on the express vascular ld balloon.this product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis and was returned inside a 6 french introducer sheath. The device was easily removed from the sheath as it was not fully inserted into the sheath. The stent was still on the balloon however it was noted that the stent had moved distally on the balloon by 4mm. There were traces of blood visible on the balloon. A mandrel was inserted into the tip of the device and the device was inserted into the sheath with no issues noted. However upon the removal of the device from the sheath it was noted that the stent was getting caught on the sheath. Visual examination of the distal end of the sheath noted the end of the sheath was slightly tapered. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).